Event description:
It was reported that during a reduction of a spondylolithesis procedure six instruments were damaged. The tip broke on one t-25 star screwdriver shaft for matrix and the other tip is bent and twisted. The tip is bent and twisted on one star drive screwdriver and the handle of the t-handle t-25 is broken and spins. Both tips are bent on two matrix threaded persuaders. The procedure was completed with no effect to the patient. No further information was provided. This is report 3 of 4 for complaint (B)(4) and is the report for the t-25 star screwdriver shaft for matrix with a broken tip.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The suppliers certifications indicate the correct material was used and correct hardness values were obtained. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection revealed that the star drive tip is completely broken off. The tip was not returned with the complaint. The tip is a t25 stardrive and is designed to be used with the matrix screws and locking caps and fit inside the holding sleeves and other instrumentation in the system. The design has been demonstrated, when fully inserted into the recess, to withstand torques in excess of 14.5 nm without deformation or breakage. The technique guide specifies that final tightening of the locking caps should only be performed with a calibrated, synthes 10 nm torque handle with a caution that states never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur. The deformation observed on the tips indicates that the driver was used for loosening and it does not appear from the damage that the torque limiting attachment was used as directed. Therefore the complaint is invalid.